Manufacturer narrative:
It was reported that the patient was placed on an MRI ventilator and, the ventilator started peak pressuring right away. The operator attempted to troubleshoot the ventilator but could not find the source of the high pressure. It was further reported that the patient was returned to the room and ventilated with an amu bag. The patient was monitored using a transport monitor. Information pertaining to the current health status of the patient, or if the issue was ongoing or resolved, was unknown.

Event description:
It was reported that the patient was placed on an MRI ventilator and, the ventilator started peak pressuring right away. The operator attempted to troubleshoot the ventilator but could not find the source of the high pressure. It was further reported that the patient was returned to the room and ventilated with an amu bag. The patient was monitored using a transport monitor. Information pertaining to the current health status of the patient, or if the issue was ongoing or resolved, was unknown.